Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for unrelated to the lead issue. The stylet could not pass the svc coil portion of the lead. The lead was explanted. The patient was stable post-procedure.